Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of high pressure alarm. To further investigate, a functional test was performed. Customer problem was not duplicated. However, fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor, dso, which causes the issue. This was user induced. The dso will be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited "dbnc". No patient injury reported.